Event description:
A 28 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. The diameter of the proximal non-aneurysmal aortic neck was 23 mm and the aneurysm length was 110 mm. The pt has a history of atrial fibrillation, coronary artery disease congestive heart failure, chronic obstructive pulmonary disease, hypertension, and ventricular tachycardia. The pt was reported to be in very poor health. No complications were reported during the implant procedure, and no endoleak was present. 20 days later the pt was admitted to the hospital with an acute aortic occlusion with mottling and no pulses below the waist. The aneurysm was surgically isolated and was found to have no pulse, and the stent graft was found to be in place. A right axillofemoral and right to left femorofemoral bypassess were performed. The next day, an emergent angiography demonstrated that both bypass grafts were patent, but with slow flow, with no flow into the right leg. It was reported that the pt died of an unknown cause 2 days later.